Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: it could not be confirmed exactly how this complaint occurred, device(s) not returned, no conclusion can be made. DHR review could not be conducted due the insufficient information¿s. No further investigation possible as there was no material available because they were returned to the patient. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: a proximal femoral nail antirotation (pfna) surgery had taken place on (B)(4) 2014. On (B)(6) 2015, the patient complained of ambulation difficulty and it was found via x-ray that the patient¿s implant migrated. On (B)(6) 2015 the surgeon performed extraction surgery of the implants and also performed a total hip arthroplasty. During surgery it was found that the patient had osteonecrosis of the femoral head, damage of ¿hip cut¿ and the implant had indeed migrated. This is report 4 of 4 for (B)(4).